Event description:
A user facility reported to olympus that intermittently the image was not present. There was no patient injury, associated with the problem, reported to olympus. This is report #3 of 3 due to multiple events reported. Reference report patient identifier: (B)(6) and (B)(6) for additional events.

Manufacturer narrative:
The user facility reported that upon testing the suspect device, performed by biomedical equipment staff, the problem could not be reproduced. As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, the device was not returned for evaluation; therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.